Event description:
The customer obtained multiple, reproducible, lower than expected vitros theo proficiency sample results from a single patient sample processed on the vitros 350 chemistry system. The following results were obtained: proficiency sample 1 = 195.0, 223.1, 213.1 vs. An expected result = 312.50 mmol/l; proficiency sample 2 = 211.9, 216.1, 223.5 vs. An expected result = 316.41 mmol/l; proficiency sample 3 = 140.2, 170.4 vs. An expected result = 266.78 mmol/l; biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. No patient results were questioned. There was no report of patient harm as a result of this event. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The investigation has confirmed that the root cause of this event is user error due to improper protocol for loading/handling on-board sample diluents. Additionally, user error due to over-dilution of samples (diluted for investigative purposes only) is a contributing factor for affected samples within the assay measuting range. There was no evidence to suggest that an instrument or reagent related issue contributed to the event.

Manufacturer narrative:
The investigation confirmed that multiple, reproducible, lower than expected vitros theo proficiency sample results were obtained while using the vitros 350 chemistry system. There is no evidence that a reagent related issue contributed to the event. The most likely assignable cause of the event is an instrument related issue related to the on-board dilution capability of the vitros 350 chemistry system. Expected vitros theo proficiency sample result was obtained using manual dilution. Additional investigation to confirm the root cause is ongoing.